Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The following information was reported by the customer's attorney's office: sometime in 2002-2003, the customer's doctor prescribed the use of an insulin pump with an infusion set. On multiple occasions in (B)(6) 2009, the customer allegedly failed to receive the correct doses of insulin to manage his diabetic condition. He was hospitalized numerous times and allegedly was injured as an alleged result of issues with his insulin pump and/or infusion set which caused improper amounts of insulin to be delivered. As a result of the alleged issues with the insulin pump and/or infusion set, the customer has suffered damages. Nothing further was reported.